Manufacturer narrative:
PMA/ 510k, continued: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A device failure was not reported. Based on the received report the customer suffered a rebleed after successful hemostasis. The IFU states, "all endoscopic hemostatic therapies, including hemospray, have an associated risk of rebleeding, particularly in situations where the cause of bleeding is an unresolved underlying disease. After hemostasis has been achieved, monitor patients for rebleeding per the relevant clinical guidelines". The IFU precautions, "like other modalities, hemospray may not be effective for all types of bleeds. Gastrointestinal bleeding may exacerbate existing comorbidities, increasing the potential for adverse events including patient mortality". The IFU lists the potential complications: "those associated with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest". Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic mucosal resection (emr) in the duodenum, the physician used a cook hemospray endoscopic hemostat. Hemostasis was achieved with hemospray. It was reported that the patient returned 12 hours later, and was bleeding from inner areas not the circumference where oozing was originally noted [rebleed]. Physician used cautery and then used hemospray again successfully. Hemospray worked fine [to achieve hemostasis] in the original procedure. Nothing was wrong with the device at all as far as usage in original procedure [no malfunction]. An unintended section of the device did not remain inside the patient¿s body. The patient required cautery and additional hemospray due to rebleeding. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.